Manufacturer narrative:
UDI for gore® excluder® trunk-ipsilateral leg component rmt281418: (B)(4). The review of the manufacturing records verified that the lots involved in this event met all pre-release specifications. (B)(4).

Event description:
The following was reported to gore: on (B)(6) 2012, this patient underwent endovascular treatment for an abdominal aortic aneurysm measuring 85 mm in diameter and was treated with gore® excluder® aaa endoprostheses. On (B)(6) 2012, follow-up computed tomography angiography (cta) imaging identified a type ii endoleak and an aneurysm diameter of 88 mm. A rupture of the aneurysm due to the endoleak was additionally reported. Between (B)(6) 2013, and (B)(6) 2016, various ultrasound measurements identified an aneurysm enlargement ranging from 75 to 87 mm in diameter. Follow-up cta imaging on february 18, 2016, showed an aneurysm diameter of 103 mm. Subsequent to an embolization attempt with onyx on (B)(6) 2016, follow-up cta imaging on (B)(6) 2016, confirmed the endoleak to persist with a diameter of 106 mm. Therefore, embolization with onyx was again performed on (B)(6) 2016. On (B)(6) 2017, follow-up computed tomography imaging showed a decreasing aneurysm diameter of 88 mm.

Manufacturer narrative:
According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), complications associated with the use of the gore® excluder® aaa endoprosthesis may include but are not limited to: endoleaks.